Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
This report is related to a (B)(6) patient. It was reported the patient lost therapy after experiencing a fall. In turn, the patient was admitted to the hospital. The patient later underwent surgical intervention. After intraoperative testing was performed the doctor believed something was wrong with the patient's ipg. As a result, the patient's ipg was explanted and replaced.